Event description:
It is reported that a customer found air bubbles in the reservoir compartment of their insulin pump. The patient's blood glucose level was unknown. The customer stated that the air bubbles are in 9 out of 10 sets he has and would like the failure analysis department to know that the reservoirs have a design flaw. The customer did not want to trouble shoot the air bubbles. New reservoirs were shipped to the customer. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.